Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of two medical device reports for this event. The associated pump device was reported under manufacturing report number 1220648-2024-06226.

Event description:
The user facility reported an impella 5.5 was being placed for support via axillary cut-down for supporting the patient with cardiogenic shock and cardiomyopathy. When the pump was being prepped and driveline was connected to automated impella controller (aic), alert ¿optical sensor system error¿ was shown along with a ¿controller error¿ alarm. The aic was replaced and the same alerts displayed. Consequently, the pump was replaced and the mechanical circulatory support was continued. There was no harm to the patient.